Event description:
Additional information was received that an invasive procedure was performed. Upon opening the pocket, the set screw was observed to have loosened and the lead was able to be pulled right out of the header. The lead was placed back into the header and the set screw was tightened. Pacing impedance measurements were then observed to be within normal limits. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Boston scientific received information that this right ventricle (rv) lead exhibited high pacing impedance greater than 2000 ohms and high thresholds. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.